Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) and the lens haptic was torn. The lens was removed with no reported injury. The lens was exchanged for another same model lens and the problem was resolved.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - no known impact or consequence to patient; torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).